Event description:
Initiator reported that back to back tests performed on the patient's surestep meter were 180, 205, 255 and 461 mg/dl (102% difference). Control solution test results (118 & 114) were in range (85-127). The meter is not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegation of harm.